Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed these lots met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported that the angio-seal was deployed following a percutaneous peripheral intervention (ppi). The procedure took approx 90 mins. Hemostasis was achieved. No pre-insertion angiogram was performed and a mild calcification was present in the artery. The common femoral artery was punctured and had a 6.5 millimeter lumen. The next day, the pt felt pain in the leg with no pulses. An angiogram revealed a dissection and occlusion in the artery where the angio-seal anchor was placed. The physician tried to dilate the lesion with the balloon but the stenosis remained and a stent was placed in the artery completing the procedure. The pt was making good progress.